Event description:
Additional information was received that the pacemaker was reprogrammed with the smart blanking feature on. After the programming was changed appropriate no further crosstalk was seen. The clinic noted the pacemaker battery currently had nine and a half years remaining, however they were hoping it would show some recovery due to the programming change. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system noted the pacemaker and remote home monitor are in radio frequency (rf) overuse condition. This condition is due to av node re-entry tachycardia causing frequent inappropriately stored ventricular tachycardia (vt) episodes where the ventricular rate was greater than the atrial rate. These alert interrogations are occurring multiple times a day, causing a larger amount of rf to be used when transmitting data. The rf overuse condition is resulting in a decrease of battery longevity. Boston scientific technical services (ts) contacted the clinic and suggested turning off the alert for vt, however since the patient does experience true vt they did not want to program the alert off at this time. Ts discussed other programming options. The clinician would discuss the programming options with the physician. The pacemaker remains in service and no adverse patient effects were reported.